Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and inappropriate shock with noise. The rv lead is planned to be explanted and replaced. No further patient complications have been reported as a result of this event.